Manufacturer narrative:
The field experience of no communication was confirmed in the laboratory. When cut open, the battery voltage was found to be very low. When tested with another battery, the device functioned normally. The device current was normal. Testing detected no anomalies and the device met all specifications. The device's battery was sent to the vendor; no anomalies were found. The cause of the battery depletion was undetermined. .

Event description:
Reporter alleged obtaining a discrepant blood glucose result of 197 mg/dl on advantage system 1 compared back to back with a result of 102 mg/dl on advantage system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.